Manufacturer narrative:
Patient¿s height reported as 176 cms. Patient information is not available for reporting. Date of postoperative screw breakage is unknown. Additional device product code: ktt. Part of the screw remained in patient¿s body, device not considered fully explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent initial implant surgery on (B)(6) 2018. Five (5) cortex screws broke postoperatively. An osteosynthesis revision was performed on (B)(6) 2018, to remove five broken screws which were retained on the plate. The 5 head screws were removed but 5 screw shafts retained in the patient. This new osteosynthesis revision was done with locking screws and standard screws. Patient outcome is reported as fine. Concomitant device reported: va-lcp condy. Pi4.5/5.0 right, 12 ho., l 266mm (part # 02.124.412s, lot # l581578, quantity 1). This report is for one (1) 4.5mm cortex screw self-tapping 38mm. This is report 3 of 5 for complaint (B)(4).

Event description:
There has been no further intervention to remove the parts of the screws remaining in the patient as of (B)(6) 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: the customer reports that an osteosynthesis revision occured to remove 5 broken screws which were retained on the plate.the date of the implantation of the 5 screws is (B)(6) 2018. The 5 head screws were removed but the 5 bodies screws retained on the patient. This new osteosynthesis revision was done with locking screws and standard screws.the customer doesn't know the code product and the lot number of the 5 broken screws because of many screws were used for the first osteosynthesis surgery on (B)(6) 2018. This complaint involves five (5) devices. To date, there has been no further intervention to remove the parts of the screws remaining in the patient. The incident lead to a new intervention to remove the broken screw heads. The operation ends: d+ 7 weeks: right femur. X-ray : plate in place no displacement, beginning of bone callus. Clean scar no infection. D+ 3 months : recovery of right femur fracture. This day walks with support without pain but lameness. Examination no inequality and no infection. Knee mobility 120. Radio does not show any movement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 214.838, lot: l783572: manufacturing site: mezzovico, release to warehouse date: 20. Feb. 2018: the device history record shows this lot of 240 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Blank with article 214.038.999 and lot number h545518 was manufactured in monument: manufacturing date: moved to blank storage on 17-jan-2018, part number: 214.038.999, 4.6mm screw blank 38mm 04.5 cortex screw w/3.5 hex, lot number: h545518 (non-sterile), lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Component part(s) reviewed: part number: 13008, 316lc*ri4.58, lot number: h302865, lot quantity: (B)(4): nr was issued against this lot for receiving three coils that did not meet the minimum coil weight of 200 lbs. The nc was dispositioned uai because the undersized coils do not negatively impact the material composition, properties or validated parameters. Certificate of tests received from zapp dated 18-jan-2017 was reviewed and determined to be conforming. Lot summary report dated 21-mar-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received screw is broken close to the screw head as complained. The threaded shaft was not returned for investigation (left in the patient¿s body). The hexagonal screw recess is in a used condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Material review: the raw material certificate was reviewed, and the used material was according to specification for implants for surgery. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was discharged from the hospital on (B)(6) 2018 and is currently undergoing physio.